Event description:
It was reported that during an open low anterior resection, the staples were malformed and the target tissue was not sutured properly at an anastomosis at the 1st firing. The device was used after endo gia (covidien) had used for cutting in the rectum since the target tissue was very thick. Additional suture by hand was performed to complete the case. There were no adverse consequences to the patient. Reinforcement material was not used.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.